Event description:
It was reported that a potential malfunction when using syngo plaza, version va20c_hf01 has occurred. For data sets with distance measurements it is possible that not all images are loaded to viewer, but no error message is displayed to user. This issue is only present in sw version va20c_hf01, other versions are not affected. This malfunction only occurs if the user profile was changed to remove the default prefix "sp" and the prefix remains empty. In this case when a user performs a distance measurement and saves it, then the "presentation state" object containing this distance measurement is corrupt and the affected image will not be displayed in the viewer.

Manufacturer narrative:
A customer safety advisory notice will be released for all affected customers ((B)(4)) to inform customers of this potential malfunction. Info has been released to the field svc organization so that they will be aware of this issue. Also, a new chapter will be in the ui (update instruction) sy336//11/p of the affected sw version va20c_hf01 that will instruct the installer on how to prohibit the customer from changing any settings until the release of the final resolution within sw va20c_hf02. Change of the software-behavior in software update syngo.plaza with the new software version: va20c_hf02 will be released to affected customers as well with ui number (B)(4).